Event description:
The customer reported via phone call that they experienced high blood glucose since (B)(6) 2015. Customer reported that the high blood glucose events occurred after receiving a no delivery alarm during a bolus. The customer's blood glucose was between 400 mg/dl and 500 mg/dl. Customer treated their blood glucose with a manual injection. Customer declined to check for site and insulin issue during troubleshooting. It was also found the customer's infusion set would not stay connected to their body. Customer declined to check for air bubbles or leaks on the insulin pump. Customer declined to perform a high pressure test. Troubleshooting also did not occur for the customer's no delivery alarm. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.